Manufacturer narrative:
H.6. Investigation: the customer issued a complaint for resin origin not known. On (B)(6) 2019, bd discovered that the color blender was providing statements to bd without supportive data from the resin distributor. Further investigation allowed to understand that the resin purchased is generic, and coming from various resin suppliers on an open market. The resin received is polypropylene hival 2420na and its technical characteristics remain the same. The fact that hival 2420na is a generic, non-medical grade, polypropylene resin means that there are: ¿ no guarantee on the composition ¿ no guarantee on the source of the material (more than 5 different sources) ¿ no change control following bd internal procedures, a situation analysis has been initiated in february 2019. The situation analysis (sa-bdps-19-1504) and the health and hazard risk evaluation (bdps-19-054-hhe) have been performed to assess the situation. The field action committee (bdps-19-1504-fac), took place in (B)(6) 2019. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by the customer. Because of the resin source/composition changes and the absence of contractual responsibility of the supplier, the validity and representativity of the data on biocompatibility and on material of concern (reach, latex, animal origin, phthalates, bisphenol a) are in question for all impacted products currently on the market. Following this, bdm-ps opened: ¿ the CAPA (B)(4), on (B)(6) 2019, to assess the impacts on the other resins and improve supplier management, including material of concerns. ¿ the project pir2019-0184 of hival 2420 na resin discontinuation project. Definition of the actions has been done and actions are listed in the report. The conclusion of the health and hazard risk evaluation indicates from supplier material information available, iso 10993 testing results previously obtained on bd ultrasafe products manufactured with hival 2420 na by bd and post market surveillance, there is no safety concern raised and there is very low risk of unexpected event due to the use of hival 2420 na in plunger rods. It has been deemed safe to leave the products as is on the market and not conduct additional testing. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by the customer. Because of the resin source/composition changes and the absence of contractual responsibility of the supplier, the validity and representativity of the data on biocompatibility and on material of concern (reach, latex, animal origin, phthalates, bisphenol a) are in question for all impacted products currently on the market.

Event description:
It was reported that there was no label information for the resin origin of the plunger with a bd ultrasafe plus x100l pr white ccl. It is unknown when this was discovered, the following information was provided by the initial reporter: resin origin for plunger rod x100 not known.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5629956. Medical device expiration date: 2021-01-21. Device manufacture date: 2016-02-19. Medical device lot #: 4599621. Medical device expiration date: 2019-06-21. Device manufacture date: 2015-07-07. Medical device lot #: 10054407. Medical device expiration date: 2023-10-02. Device manufacture date: 2018-11-06. " initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no label information for the resin origin of the plunger with a bd ultrasafe plus x100l pr white ccl. It is unknown when this was discovered, the following information was provided by the initial reporter: resin origin for plunger rod x100 not known.